Event description:
Report received of an undocumented number of undocumented incidents of the tubing set "rupturing" during contrast injection. The customer reports that the injector settings are 2-4 ml/sec or less. It is unknown to the rptr where on the tubing set the "rupture" is occurring. There have been reports of some IV sites lost. One pt did get contrast in their eye, but no reported harm. No report of adverse pt effect. Additional pt info was requested, but no further info was available.